Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly the customer was overfilling their cartridge. Tandem technical support educated the customer that this is off label. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 140-150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Over filled per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned